Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused the ilet for a shower, reconnected, then ate a snack, after which blood glucose rose to 205 mg/dl and was trending upward; the user, who was early in therapy, called to confirm insulin delivery and was advised on the correction algorithm, with blood glucose subsequently leveling off, indicating correction in effect. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included user interview and device use review. Investigation of this case revealed that the device was delivering insulin as intended with no malfunction identified, and user education on system behavior was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with expected system response following a pause and post-snack hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.